Event description:
Complainant alleged that the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative was onsite for evaluation of the device. Testing of the device found no issues with it's ability to stay powered on. The customer's report was not replicated or confirmed. Analysis of reports of this type has not identified an increase in trend.